Manufacturer narrative:
Two photos were received for evaluation. A circled particulate marked by the customer was observed in each photo. Whether the particulate is inside or outside or the bag or adhering to the surface cannot be determined. The complaint of particulate matter can be confirmed. The probable cause cannot be determined without the return of the used sample. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding empty lifecare container 100 ml size in which it was stated the preparation for fentanyl (batch 50623) was inspected and particulate matter was found in the lifecare container. There was no patient involvement.

Manufacturer narrative:
Customer reported interaction number (B)(4). It is unclear what this number is. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.